Event description:
It was reported by service report that the pt left base tube weldment was cracked and the lift-here label on the pt-right outer base tube was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube assembly; lift here label.